Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. Rse checked the system and found the host pc was not switching on, the led on the host pc was not glowing, and the fan on the host pc was not working. A review of the system log file revealed a gap in the logging around the time of the occurrence, which indirectly indicates a malfunction in the system. The philips field service engineer (fse) visited onsite and performed troubleshooting. Fse identified the host pc network cable connecting to the image processing pc (ippc) had an issue. To resolve the issue, fse reseated the cable and replaced the host pc. However, the same issue reoccurred after a few days. Fse found the network cable connecting the host pc and ip pc was defective and replaced the same. The defective host pc was returned to philips for failure analysis and observed a missing video card. After replacement of the network cable, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.